Event description:
Livanova deutschland received a report that during procedure a s5 roller pump had stopped suddenly displaying motor control failure error message and symbols (yellow triangles with exclamation marks). The perfusionist quickly restarted the pump and continued the case without any further issue. There was no patient injury.

Manufacturer narrative:
There was no known patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova deutschland manufactures the s5 roller pump. The incident occurred in sofia, bulgaria. The distributor engineer in charge was dispatched to the facility to investigate the device and initially could not reproduce the reported issue. The pump worked correctly for one (1) hour. A glitch was noticed in the display of the pump. Reportedly, the display started opening and closing different menus without touching it. Thus, it was decided that the display would have been replaced. Following functional verification testing, an error message related to fault in motor controller appeared. Therefore, the involved pump was moved from position 1 to 3 in order to verify the initial issue occurred. Later, after starting the s5 system, a motor control failure error message appeared. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Distributor engineer visited customer site.

Manufacturer narrative:
H10: no service repair activity has been carried out yet for this device. However, based on investigation results of previous similar cases, the reported issue can be due to motor control board (hms) defective for error message related to flat ribbon cable defective and to user error resulting in the over-occlusion of the pump or in the incorrect tubing size selected for the other error message related to the detection of a set value different from the actual value. Based on the above, a hardware fault cannot be excluded and the most likely root cause of the reported issue is a faulty motor control board (hms). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.